Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer casing of the modular cable was unable to be confirmed. The heartmate 3 vad modular cable (batch/lot number: unknown) was not returned for analysis and no log files or images were sent for review. Provided information stated that the modular cable was replaced, and that the device was not available for evaluation. Multiple good faith efforts were sent to retrieve additional information, including if log files or if any images of the damage were available. To date, no response has been received. The root cause for the reported event cannot be conclusively determined through analysis. A DHR review cannot be performed due to the lot number of the reported device being unknown. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The user is instructed, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ the heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿, and section 6 entitled ¿caring for the equipment¿ instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient arrived at the clinic with noted damage to outer casing of the modular cable. The modular cable was replaced. The event required intervention to prevent permanent impairment/damage. The device was not available for evaluation.

Manufacturer narrative:
User facility report: 3400300000-2024-00000031 was received (B)(6) 2025. Section a1: patient identifier was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.